Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials not provided for reporting. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part #314.291 / lot #13-0748 manufacturing location: (B)(4) supplier: (B)(4), manufacturing date: 03.jun.2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, while the surgeon was tightening the collinear reduction clamp, the handle broke off. This complaint involves one (1) device: collinear reduction clamp with one part data. This report is 1 of 1 for (B)(4). .